Manufacturer narrative:
Device evaluation of electrode belt sn (b4) has been completed. The reported problem (therapy electrodes non-functional) has not been confirmed. The therapy electrodes were unable to be tested because upon investigation the trunk cable connector guide pins were bent and the electrode belt was unable to securely connect to a monitor, preventing the belt from undergoing functional testing. The root cause for the bent pins was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes